Event description:
Patient returned to physician complaining of ankle pain. On examination and x-ray, it appears that the panta nail has snapped and broken with a slight displacement of the shaft. Physician would ideally like to remove the nail as the case has resulted in a non-union.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.